Event description:
It was reported by the affiliate that when the device, with reload cartridges, was used during a gastroplasty by video procedure, it locked out. The surgeon changed device to complete the case. There was no consequence to the patient.